Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is inconclusive due to the poor sample condition. One photo sample of a 4 fr dl powerpicc sv catheter was provided for evaluation. The bifurcation hub and proximal catheter shaft are shown in the image. Evidence of use is present on the outer surface of the device. A red arrow is drawn on the background pointing towards the distal end of the bifurcation hub. A kink in the catheter appears to be present at the proximal end. A break in the catheter or damage to the hub cannot be clearly observed from the image provided. The presence of a kink near the alleged location of the hole may suggest manipulation or securement of the catheter may have contributed to the reported event. Since the split or damage to the catheter could not be clearly observed from the image, the complaint remains inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the powerpicc sv had a hole on the catheter at the proximal end where it connects to the stiff suture wing. No other information was provided.